Manufacturer narrative:
On 10/2/2019, mentor became aware that the baker grade was iii on both sides. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00127177. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that the explantation date is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture. Concomitant medical products: right side; 400cc mentor memorygel breast implant; catalog number: 3504001bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00127177. It was reported that a (B)(6) asian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On 11/25/2019, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/18/2019, mentor became aware of the following, and the information has been updated on this form: patient was presented with bilateral capsular contracture; baker grade unknown; hence left side was updated from rupture to capsular contracture replacement information was provided as patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the left side and with catalog number 3504001bc; serial number (B)(4) on the right side on (B)(6) 2019. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the mentor failure analysis lab received the devices for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the patient¿s left sided device. Right side is being reported in a separate report. Manufacturer¿s reference number: (B)(4).